Manufacturer narrative:
Failure analysis for fiber (B)(4): the fiber does not show signs of usage fiber card analysis: use date: (B)(6) 2043 - 0 joule; manufactured: 6/4/2012; based on the use date information, the fiber card has programming error on the date information displayed but it should not cause any failures related to fiber function; the fiber card is expired ¿ serial number swap; the fiber card will expire when the user attempts to use the fiber card in more than one separate unit. Probable root cause: based on the product analysis results, the probable root cause of the failure is: user error.

Event description:
It was reported that when beginning a prostate procedure using the surgical fiber, a fiber card expired message was received ( 0 joules used). The procedure was completed using an alternate procedure (turp). There was no patient injury reported.